Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, mechanical ventilation failed. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative provided remote technical assistance to the hospital biomedical engineer. The customer biomedical engineer performed a system checkout and confirmed the user allegation. The customer biomedical engineer replaced the anesthesia control board which resolved the issue.